Event description:
During the repair evaluation at the manufacturer's service center an issue related to the oxygen blending module board was observed. The ventilator's oxygen blending module board was returned to the manufacturer's quality assurance laboratory for further investigation. During the investigation, the root cause of the oxygen blending module board failing was the u28 and u29 oxygen and airflow sensors were out of tolerance.